Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 31 mg/dl at the time of incident. The customer¿s current blood glucose value was 142 mg/dl. The customer experienced symptom such as mental confusion due to low blood glucose value. The customer treated low blood glucose with food. It was unknown if the customer was using auto mode or not at the time of incident. No further patient complications were reported. Troubleshooting was declined by customer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.